Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: an empty opened foil, a paper lid, a winding former with an undispensed suture and a detached needle of product were returned for analysis. During the visual inspection of sample, the swage and attachment were noted to be as expected and the suture could not be dispensed from the tray, since has begun with the process of degradation and the strand was broken in multiples pieces, this is the cause that pulled the suture out the needle fell off. The product contains an absorbable suture and as the sample was received open, the time of exposure of suture to the environment could not be determined and no functional test can be performed due to sample condition. The foil was inspected and multiples holes in cavity were noted. This condition contributed to degradation of the suture. The conditions of the holes could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause of pre-op suture needle pull off was by suture degradation exposure to environment.

Event description:
It was reported that an animal underwent an unknown animal procedure on (B)(6) 2018 and a suture was used. During surgery, the needle fell off when the veterinarian opened the suture pack and pulled the suture out. Upon evaluation of the returned sample the foil was inspected and multiples holes in cavity were noted. During visual inspection of the sample, it was found that the suture had begun the degradation process. The strand was broken in multiples pieces. There were no adverse consequences reported. No additional information was provided.